Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that issues were encountered when updating the programmer. Error code (203) were noted in the log files; the software was reconfigured to eliminate software issues. Lower hinges left and right were worn, both replaced. Bullet assembly left and right were broken, both replaced. Cord bay latches were broken, cord bay was replaced. Paper tray is nearly empty; paper was added as a result. The stylus intermittently did not respond correctly to the display. The stylus was replaced as a preventative. Software was reinstalled and updated. Device passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that issue were encountered when updating the programmer. The programmer was returned for service. It was further re ported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.